Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, customer's blood glucose level displayed high and was resolved with manual injection. Customer loaded a new cartridge and resumed insulin therapy.